Manufacturer narrative:
(B)(4). Photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported "implant rupture". Diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Physician reported "implant rupture". Diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed no further actions are required as the device was implanted.